Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure two days prior. (Age and weight unknown) according to the complainant, while trying to place the catheter, it would not go past the bladder neck. The tip of the catheter appeared to fold over. An attempt to use a guidewire was made without success. The procedure was stopped due to patient discomfort. No patient complications were reported as a result of this event.

Manufacturer narrative:
Discomfort. Positioning difficulties. Failure to advance fold. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.